Event description:
Per the clinic, the patient experienced a performance decrement resulting in device non-use. Reprogramming attempts were made, however, the issue could not be resolved. The cochlear implant was evaluated using the integrity test system on (B) (6) 2009. The results indicated no evidence of malfunction of the receiver/stimulator with multiple electrode anomalies. The device was explanted (B) (6) 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4)